Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not provided. Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has been obtained.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter coiled the wire and both devices had to be removed together. No harm was done to the patient.